Event description:
The customer has obtained a higher value for a1c3 on one patient sample that was tested on an advia 2400 instrument when using calibrator lot 3hd044. The same patient sample was also tested on an alternate platform prior to the higher result on the advia 2400 instrument. Unknown if previous data was obtained on an advia 2400 or an alternate platform. The initial result on the advia 2400 was reported to the physician(s) and questioned. The values on the alternate platform were not reported to physician(s). There were no reports of patient intervention or adverse health consequences due to the high result for a1c3 on the one patient sample.

Manufacturer narrative:
Siemens has confirmed that the advia chemistry systems a1c_3 method may exhibit a percent bias of -9% to +11% for hemoglobin (hb)a1c samples when using a1c_3 calibrator lots 3hd044 and 3ld068. Depending on quality control limits, this issue may not have been detected. An urgent field safety notice (ufsn) 10819261, rev. A was sent to ous customers in august of 2014. The ufsn state that customers are requested to discontinue use of and discard the calibrator lots listed, and to review the physician's letter sent along with the ufsn with their medical director. The customer received the ufsn on august 25, 2014 but continued to use the calibrator that was recalled. User error contributed to the falsely high a1c3 result on the patient sample. The system is performing according to specifications. No further evaluation of the device is required.